Event description:
The customer reported being in the intensive care unit due to diabetes ketoacidsosis and high blood glucose. The customer went home and after changing the infusion set/reservoir he put his insulin pump back, but his blood glucose began to rise again and he returned to the hospital. The customer experienced vomiting and frequent urination. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that there were many instances where the device was in suspend and taken out of suspend, but the customer did not remember doing this. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with missing segments due to cracked lcd zebra connector.